Manufacturer narrative:
On 30 september 2016 the r and d project manager performed a preliminary investigation and commented as follows: the incorrect distal resection was caused by the use of a wrong micrometrical distal cut positioner: in this case, the slotted version of the cutting guide has to be used in combination with the dedicated "slotted micrometrical distal cut positioner. The improper use of the slotted cutting guide in combination with this distal cut positioner causes a femoral resection proximalized of 8 mm; this means that planning a 8 mm distal resection, the surgeon has resected 16 mm of bone with this wrong combination. Before proceeding with the resection, the surgeon could check the proper resection by using a dedicated sickle finger; in this case it would be easy to verify the mistake of the resection position.

Manufacturer narrative:
Batch review performed on 02 august 2016: lot 1416512: (B)(4) items manufactured and released on 09 september 2015. No anomalies found related to the issue. No other similar event reported related to this lot. Micrometrical distal cut positioner code 02.07.10.0185 lot. 1316544: (B)(4) items manufactured and released on 11 august 2014. No anomalies found related to the issue. No other similar event reported related to this lot. No failure of the devices.

Event description:
During surgery when the surgeon was making the distal cut on the femur he used a cutting guide with the micrometric cut positioner. The surgeon cut more of the femur than anticipated. This caused a delay of approximately 1 hour as the surgeon had to use a thicker poly and a smaller femur to complete the surgery. The surgery was completed successfully. X-rays are not available